Event description:
It was reported that the atrial lead dislodged several days post implantation as a result of spontaneous retraction of the fixation helix. This led to loss of fixation of the atrial lead to the right atrial wall and subsequent dislodgement. A revision procedure was required, during which a new atrial lead was implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.